Manufacturer narrative:
(B)(4).

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, since the 1.69 software upgrade, the venous oxygen saturation (svo2) measure was 5-10% lower than laboratory measurement on the blood parameter monitor (bpm) for entire case. In-vivo calibration does not improve accuracy. The device was not changed out, as they performed more venous lab samples. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical review on (B)(6) 2015: the perfusionist (ccp) has observed that since the bpm units at the hospital have had the new software update (1.69), the svo2 values are lower than usually seen in the past and lower than the comparative lab analyzed sample. The bpm consistently measures the svo2 5-10 % lower than the lab values. This behavior is seen through the entire cpb period (ie. Lower prior to the initial in-vivo) and remains lower even after adjusted per the in-vivo. They have not changed their protocol in any manner. They are aware the values are not accurate and do not treat the patients according to the bpm values. Arterial shunt sensor values have been acceptable since 1.69 update. All cases completed successfully, without delay and without associated blood loss. No harm observed in any cases related to the bpm values.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. This complaint is related to medwatch #1828100-2015-00759, same user facility and reported issue, but different unit.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The reported complaint was not confirmed. The monitor passed blood loop testing with no inaccuracies observed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
During the laboratory evaluation, the product surveillance technician (pst) was unable to duplicate the reported issue since the pst could not duplicate customer¿s clinical setting. The monitor was sent to central engineering for further evaluation.